Event description:
This is a report received from baxter on 25 sept 2009, about an incident that occurred in 2009. The case refers to a male patient hospitalized in the intensive care unit who was intubated with a diagnosis of acute septic shock. A nurse had prepared the baxter colleague pump with ultiva in one of the channels and propofol in the other channel and the pump was placed on standby. When the patient needed sedation, another nurse was going to start the infusion of ultiva, but observed that the pump was powered on without changing the personality to the intensive care unit setting (ita); therefore, the label library could not be used. Due to this, the second nurse decided to power off the pump and correct this before the infusion of ultiva was started and therefore, the previous settings disappeared. When the nurse powered on the pump with the correct personality, she interchanged the channels, and for approximately 15 minutes propofol was infused instead of ultiva. It is reported that the patient experienced a more profound sedation that intended, with a drop in blood pressure in the patient who had an unstable haemodynamic status. It was indicated that there was no alarm on the pump prior to the incident. The facility indicated that following a software upgrade of the baxter pump, the settings of the pump were changed so it does not automatically power on with the personality for the intensive care unit setting (ita), which it did prior to the upgrade. Therefore, this now has to be done manually and not everyone is aware of this. Per the facility, this takes extra time in an acute situation. In addition, the second nurse overlooked how the drugs were placed in the pump, as the situation demanded quick reaction and the pump was placed behind a sterile table, and it was hard to get to it. It was also reported on 28 sep 2009 that the patient died three days after incident. The software version in this pump is: 5.28.92. Program: colleague p1.5.

Manufacturer narrative:
Additional information received on 22 oct 2009 is as follows: the patient was hospitalized in 2009 with a diagnosis of sepsis from pneumonic focus, which was what he died of three days later. The patient's additional initial diagnoses were: chronic alcoholism, chronic pancreatitis, cerebral apoplexy x 2 in 2006, and pancreatic cancer. After 3 days of treatment, following their guidelines, the patient was still getting worse and it was decided to only treat palliatively. The next morning, the patient died peacefully. An autopsy was not performed.

Event description:
During follow up for another report, the nurse reported that the patient swapped his device and had an instance of draining over 4000ml. The nurse reported that the patient drained 4800ml in 2009. On the day of the event, the patient came into the clinic and felt very bloated. The patient's symptom of bloated occurred at the end of his therapy. The nurse drained the patient and 4800ml was drained. This relieved the patient's symptoms. The nurse stated that the patient's fill volume at the time of the event was 2000ml. These volumes meet increased intra-peritoneal volume (iipv) criteria. According to the nurse, the patient has a large peritoneum and the fluid was most likely pocketing in his large peritoneum. Since this event the patient's fill volume was increased to 3000ml. Per the nurse this resolved the patient's difficulty draining and fluid pocketing. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
Evaluation summary: the pump was received in good condition with no evidence of physical damage. The event history was downloaded and saved; however, the oldest of the maximum1000 events recorded occurred in 2009. It was not possible, therefore, to view the events of the day of the incident (three days prior). Personalities present were 'permanent settings' and the customer's custom personality 'ita 3 ssnae'. Both were enabled, and the power on default personality was set to '1' (permanent settings). The two label library entries propofol 20% and ultiva were present and active in the personality 'ita 3 ssnae'. The pump was tested and functioned as expected and all pump parameters were within specified limits. Volume accuracy results as follows: channel a = -3.88% pass, channel b = -3.11% pass, and channel c = -3.8% pass. Baxter service history for the device revealed that it had received a software upgrade, performed by baxter, the following day. The actual datasheets completed during this upgrade show that the pump was received prior to the upgrade with personality 1(permanent settings) enabled and also set as the power on default. In addition, the pump left the baxter depot with permanent settings enabled, as originally received. The definite events of the date of the incident, leading up to and including the incident could not be ascertained, as the oldest recorded in the pump's event history are of three days later. The events of this day include an entry into the configuration / service menu (password protected), indicative of investigation / testing by the hospital technical department or similar. The customer's incident report refers to a 2nd nurse powering off the device and back on again in order to select a different personality, 'ita'. The decision to do this is reportedly to be able to use the label library in the device whereby the medication name (for example, ultiva or propofol), could be displayed in the corresponding pump channel display. However, in doing this, all original settings that had been programmed by the 1st nurse will have been lost. The 2nd nurse will have had to input settings again, associated with each proposed infusion channel / drug. During 2008 / 2009, all baxter colleague triple channel devices were subject to a mandatory software upgrade (buffer overflow fca). As part of any such work, baxter procedures are in place to mitigate a situation whereby a device is returned to a customer with a different configuration from what it was received with. The current personality settings in the pump, as received, mean that upon initial power up the pump will switch on in 'permanent settings', and also display an option to select another active personality. Indeed, as described in the incident report, any label library configuration would not be available in 'permanent settings' personality. In order that the pump switch on in another configuration than standard, the power on default personality should be changed from '1' ('permanent settings') to whichever is the appropriate customer's own personality, i.e. '2' for 'ita 3 ssnae'. In addition, 'permanent settings' can then be set to disabled so that it cannot be inadvertently selected at power-up. The pump performed as expected in all respects during testing and was found to be operating within the existing hospital defined configuration settings. The assignable cause of the incorrect channel / drug identification is user error.